Event description:
The product was returned for analysis after 55 months implant duration. The hcp reports the pt was experiencing recurring symptoms prior to device retrieval in 2006. The device problem was noted at breakage of the extension.

Manufacturer narrative:
Final device analysis results for extension device model 7482 reveal all four conductor wires are broken at the proximal end of molded rubber. Device service life was 55 months.